Manufacturer narrative:
Manufacturing evaluation - analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received an open and unused sample without needle attached to thread. Thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to make a decision. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the monosyn. Upon opening the packets, it was noted that the needles had come off the sutures. Additional information was not provided.